Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received a shock for fast ventricular response to atrial fibrillation (af). The rhythm was terminated but t-wave oversensing (twos) was seen. The ventricular tachycardia (vt) zone was increased. The device was explanted and replaced due to elective replacement indicator (eri). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.